Event description:
It was reported that the right ventricular (rv) lead experienced climbing impedance measurements since implant. The physician opted to cap and replace the rv lead during a routine generator change. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID e2sr01 implantable pulse generator (ipg), implanted: (B)(6) 2005. (B)(4).